Event description:
Caller tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Attorney reported: (B) (6) 2008 - the pt underwent a hernia repair surgical procedure and, during the course thereof, physician implanted one composix kugel mesh patch hernia surgical repair product into his abdomen. Pt suffered multiple and severe painful injuries, including but not limited to, recurrence, hernia intertwined with composix kugel mesh patch, adhesions, removal of the composix kugel patch, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to his body as a whole.